Event description:
It was reported that during an endobronchial ultrasound-guided transbronchial needle aspiration procedure for suspected peripheral lung cancer, the ultrasonic probe was used in combination with the single-use guide sheath. Upon removal from the patient, it was observed that approximately 5cm of the probe's coating had peeled off. CT and fluoroscopy were immediately performed to check for retained fragments, and none were detected. The procedure was completed and the patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient's condition suddenly deteriorated, requiring emergency intervention. The patient was transferred to the hospital where death was confirmed the same day. The cause of death was documented as unknown, and no additional information regarding autopsy findings or contributing factors was available. There were no reports of procedural complications, immediate post-procedural adverse events, or confirmed device-related injury.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is leakage of ultrasonic media based on the results of the investigation, it is likely the following led to the malfunction: the elongation of the material at the tip and the fact that the fracture cross-section looks like it has been torn off, rather than cut with a blade, indicate that stress was applied to the tip sheath in a pulling manner. In addition, there is no twisting or crushing of the insertion sheath, indicating that the stress was not applied to the tip sheath while the internal blade (flexible shaft) was being driven. Therefore, it is assumed that the tip sheath was damaged and fell off due to the stress applied to the tip sheath while the internal blade (flexible shaft) was not being driven. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.